Event description:
A balloon ruptured at 12 atmospheres during an arteriovenous hemodialysis fistula graft dilatation of a venous lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over pressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do no reinflate and remove carefully."